Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Reference medwatch 3004209178-2015-48016 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor's readings were off by 100 points. The customer received high alarms, calibration error, high prediction, low prediction, low alert, and fall alerts. Customer stated one minute the insulin pump alarmed low prediction and then five minutes later the insulin pump alarmed rise alert. The insulin pump went into threshold suspend and caused the customer's blood glucose level to go high. The customer's sensor reading was 252 mg/dl but their blood glucose level was 180 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.